Manufacturer narrative:
Medical device brand name: complete kit for microbiology and ua chemistry urine testing. 8 ml 16x100 conical bottom tube with yellow stopper non-additive tube for urinalysis, 4 ml 13x75 plastic c&s preservative tube, soap towelette and screw-cap cup with integrated transfer device. Device evaluation: results - a sample was not returned for evaluation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure mode. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a registered nurse in the emergency department was stuck on the urine collection needle in the lid of the device following patient use. The nurse received post exposure lab work but no post exposure prophylaxis was needed or administered. The source patient was tested for (B)(6)..